Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly patient received multiple call service 078 alarms while attempting to reboot/rewind the pump. The call service alarm issue was not resolved after patient attempted to dry out the battery compartment and replace the battery. Patient acknowledged that the battery cap was 4 months old. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: a review of the pump history showed that call service alarms were recorded. During testing, the pump¿s audio tones and vibrations were not functioning. The pump emitted a call service alarm when attempting to perform the rewind step. The pump case was removed and corrosion was observed on the vibration motor, piezo, and motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.